Manufacturer narrative:
A partial lead with the distal tip measuring 51.1cm was returned for analysis. External insulation abrasions were noted at 7.0-7.6cm and 7.0-8.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasions were noted at 44.7-45.1cm and 50.8-51.0cm, consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 14.7-15.4cm and 43.7-43.8cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a case of externalized conductors. The patient presented in the operating room for a gen change surgery due to normal eri. The patient was asymptomatic. The rv capture threshold was elevated. The lead was removed and replaced.